Event description:
On may 25, 2006, the patient reportedly hit her head while at the swimming pool. On may 29, 2006 while wearing the external equipment, the patient reportedly had no sound perception. The patient was seen at center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's c1 device is to be scheduled.